Event description:
It was reported that the device could not be interrogated. The battery voltage was unknown. As such, the device was explanted.

Event description:
Major pump unit(s) involved: external control system failure;pbu cable.specific component(s) involved: component: pbu cable.causative or contributing factor: patient noncompliance in device maintenance and protection.intervention(s): reminded pt about care of equipment.implant device type: lvad.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed the no communication in the laboratory. Interrogation on the bench found that no communication could be established. With another battery attached, the device's functionality was tested and found to be normal. Automated electrical testing detected no anomaly and the device met all specifications. Humidity and temperature cycle tests were conducted and the device's currents were normal. The cause of the battery depletion was undetermined.